Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on the compact plus system within 10 minutes: 1.7 mmol/l and 7.0 mmol/l. Reporter took 9 units novorapid insulin after receiving the 7.0 mmol/l result. No adverse event reported. The manufacturer requested return of suspect product for evaluation.